Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 800cc and experienced deflation on the right breast implant and left breast implant lateral movement. As a result, patient underwent left lateral capsulorrhaphy, removal and replacement of the ruptured right implant with a mentor smooth round moderate plus profile 800cc (3502800/sn (B)(4)) and bilateral fat grafting on (B)(6) 2018. The left implant was filled with more saline and left implanted. Per mentor IFU, the maximum fill volume on these devices are 960 cc and devices were filled to 1200 cc. Additionally, inflation beyond the maximum volume can also cause crease/fold failure and deflation. Therefore, these devices were used in an off-label manner. This is for the right side implant, see manufacturer report number 1645337-2018-03890 for contralateral prosthesis. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 7.2 cm on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 800cc saline breast implant, catalog # 3502800, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 800cc and experienced deflation on the right breast implant and left breast implant lateral movement. As a result, patient underwent left lateral capsulorrhaphy, removal and replacement of the ruptured right implant with a mentor smooth round moderate plus profile 800cc (3502800/sn (B)(4)) and bilateral fat grafting on (B)(6) 2018. The left implant was filled with more saline and left implanted. Per mentor IFU, the maximum fill volume on these devices are 960 cc and devices were filled to 1200 cc. Additionally, inflation beyond the maximum volume can also cause crease/fold failure and deflation. Therefore, these devices were used in an off-label manner. This is for the right side implant; see manufacturer report number 1645337-2018-03890 for contralateral prosthesis.

Manufacturer narrative:
On 11/20/2018, mentor became aware that the final volume upon implantation of the right side breast prosthesis, which ruptured, was 1000cc. (B)(4).